Event description:
It was reported that after insertion, the valve didn't close and it's dripping from the PICC line. They flushed the PICC line several times but it didn't help. No harm on the patient, it only took longer time. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking solo valve is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter revealed blood use residues throughout the catheter. A functional test of infusing the catheter with water using a 12 ml syringe revealed no observable leaks throughout the catheter shaft. An attempt to aspirate water through the catheter using a 12 ml syringe revealed the catheter was able to aspirate. The catheter was subsequently charged with water and suspended with the solo valve facing downward. During this functional test, it was observed that water leaked through the solo valve. A microscopic observation of the valve before functional testing revealed blood use residues inside the solo valve. The luer of the solo valve was cut from the device to observe the valves under the microscope. It was observed that some blood use residues were observed inside the valves. It was determined that blood residues allowed the valves to remain open causing a leak from the solo valve. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion, the valve didn't close and it's dripping from the PICC line. They flushed the PICC line several times but it didn't help. No harm on the patient, it only took longer time. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.